Event description:
The initial reporter received questionable creatinine jaffe gen.2 and other assay results from several patient samples tested on the cobas pro c 503 analytical unit. One example of discrepant results was provided: the initial result from the analyzer was 6.86 mg/dl. The repeat result from another c 503 analyzer was 0.9 mg/dl. A delta check failure in the patient's other result prompted the rerun. The repeat result was deemed correct.

Manufacturer narrative:
The creatinine jaffe gen.2 reagent lot number is 92877101, with an expiration date of 30-sep-2027. The field service engineer inspected the analyzer and determined that the sample probe caused the event. He replaced the probe, verified all probe adjustments and the gear pump pressure, and performed a successful hardware check. The customer performed successful qcs. The investigation determined that the identified issue with the sample probe caused the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.